Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. The returned sample was visually inspected and the issue was confirmed. A cut was found in the base of the infusion sleeve. The root cause of the customers' complaint could not be established, we were unable to determine how or when the damage occurred. Other possible root causes are supplier handling, manufacturing handling or customer handling. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced irrigation leakage during a cataract procedure. He noticed that there was a crack on the diagonal part the purple sleeve's base. The procedure was completed without product replacement. There was no harm to the patient. The product was retained. No additional information is expected.